Event description:
The customer reported a leak involving the coulter ac*t diff 2 analyzer. The customer indicated that half a cup of fluid leaked and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No discrepant patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a leak at the probe of the instrument. The fse also noticed a misaligned probe at the cap pierce module and proceeded to realign the probe to resolve the leak. No further leaks were observed and the repairs were verified per established procedures. Failure mode of the leak is attributed to a misaligned probe. (B)(4).